Event description:
Caller reported a cartridge alarm 20, which resulted in a high blood glucose level, although the specific value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump. There was no requirement for third-party assistance, and the customer was not incapacitated due to the blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software, advising the caller on necessary steps upon receiving the replacement, and instructing them to return the problematic pump within ten days.